Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg. A complete se stent was implanted in the right sfa to treat a dissection which occurred during the index procedure. Approximately 23 months post index procedure, the patient suffered in-stent restenosis of the right sfa. Approximately 17 days later, the target lesion was treated with non medtronic stenting and ballooning. The patient recovered. The investigator assessed that the event was not related to study drug, device or procedure.